Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was emitting tones. Upon interrogation it was discovered that the shock impedance measurements were greater than 125 ohms. All other lead measurements were within normal limits. There was no noise seen on the electrograms. Boston scientific technical services (ts) discussed troubleshooting efforts. No adverse patient effects were reported. At this time, the physician does not plan to perform any intervention or testing. The patient will continue to be monitored. This product remains in-service.